Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported through the surgical outcome system that a patient had undergone a shoulder procedure (B)(6) 2020. The following arthrex products were implanted at the time of original surgery: part number, lot number: ar-9560-24-2, 7266, ar-9561-20p, 7181, ar-9562-20nl, 2018001453, ar-9562-24nl , 2019001012, ar-9563-16, 2019004170, ar-9563-16, 2019003483, ar-9564-2436-lat, 19.03388. The patient is scheduled to have a second surgery (B)(6) 2020. Updated information provided 10/30/2020: the patient began experiencing pain approximately 4 weeks prior to the report to arthrex. Serial x-rays diagnosed glenoid baseplate loosening. The revision surgery took place (B)(6) 2020 as scheduled. During the revision surgery all original arthrex products, listed in the initial report, were explanted. Once the baseplate was removed, another manufacturer's baseplate, peripheral screws and glenosphere were implanted. Several culture were taken and sent for rapid test to the lab. Rapid test results returned indicating less than 1 neutrophil. Arthrex sales rep who was present states the surgeon did voice concern of the lack of bony ingrowth on the backside of the baseplate. Updated information provided 11/2/2020: explanted devices were sent to the facility pathology department. The pathology department does not release devices without patient approval. At this time devices will not be returned.